Event description:
The pt had a trach on (B) (6). On (B) (6), the pt went to the or to have a tip of the suction tube used on (B) (6) removed from the lung. The tip screws in place and it came disconnected from the suction body during use. The tip was removed by bronchoscopy in the o.r.